Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass surgery, the tubing was tie-banded on the second barb and by the end of the case, the tubing almost fell off. There was no harm to the pt. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).